Manufacturer narrative:
The customer's reported complaint was confirmed during archive review and functional testing. The root cause for ua 02 message was due to a faulty load cell. After the load cell and damaged parts were replaced, the platform was re-evaluated through functional testing and the platform passed all testing criteria. The platform was functionally tested and the autopulse exhibited user advisory (ua) 02 (compression tracking error) upon powering on; thus confirming the reported complaint. Further investigation indicated that one of the load cells was faulty. Replacing the single load cell remedied the (ua) 02. In addition, the power distribution board was replaced as a routine service. Load cell characterization testing was performed and confirmed that both load cell modules are functioning within the specification. Run in test was performed and the platform passed functional testing and there were no faults/errors found during testing. Visual inspection of the returned platform was performed and found that the battery latch lock was bent and the battery guide springs were loose. The autopulse platform is a reusable device and was manufactured on 05/31/2007. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the archive was performed and found user advisory (ua) 02 (compression tracking error) message occurred on the reported event; thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
It was reported that during annual service preventive maintenance, the autopulse platform (s/n:(B)(4)) displayed user advisory (ua)02 (compression tracking error) when the platform started compressions the platform was restarted multiple times; however, the error message could not be cleared. There was no patient involvement reported. No other information was provided.